Manufacturer narrative:
(B)(4). This product was never returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device change-out procedure, the header of this cardiac resynchronization therapy defibrillator (crt-d) would not release the terminal pin of the right atrial (ra) lead and the ra lead¿s coil ended up unravelling and separating from the pin. A new ra lead had to be implanted and the rest of replacement procedure went through as planned. The ra lead and crt-d are no longer in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.